Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there were registration difficulties using an exam with over 300 slices and a head-mount patient tracker. The first registration attempt failed with an error of 5 millimeters, and the registration points did not align with the correct anatomy. The site reset the registration and tried again, but that did not resolve the issue. Rebooting the system also did not resolve the issue. Troubleshooting steps included turning on 3-point-touch and replacing the head-mount registration frame with a nipt, which resulted in a passing registration error under 2mm, allowing the procedure to continue. This resulted in less than an hour delay to the procedure, and there was no reported impact to patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, software version: 2.1.0, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A0908: applicable to the first registration attempt failed with an error of 5 millimeters, and the registration points did not align with the correct anatomy. A23: applicable to the registration difficulties. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please see section a for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that based on the case information, the other registration technique resolved the issue and th is did not appear to be software related. The case was reviewed. As per the case details, using a 3-point touch registration and replacing the head mount registration frame with a noninvasive patient tracker (nipt) resolved the issue, and the user was able to get a passing registration of an error under 2 millimeters (mm). Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.